Manufacturer narrative:
The insulin pump was found by analysis to have no button error alarm. The insulin pump had intermittent button response due to moisture damage to the keypad trace. The insulin pump had a scratched lcd window, cracked display window corners, a broken belt clip slot, and a cracked reservoir tube lip. The insulin pump had no unexpected low reservoir or blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.